Event description:
The dr reported separating a file in the pt's tooth during a dental procedure. The pt will return in three weeks for the dr to fill around the file to complete the procedure. Pt follow-up will be required and reported as info becomes available.